Event description:
It was reported to medtronic minimed that the customer experienced calibration error or calibration not accepted along with sensor glucose versus blood glucose difference, insulin delivery was suspended due to the difference. The customer reported no adverse event. The event involved product(s) mmt-7040c1. Insulin delivery has been suspended due to a glucose differential between sensor glucose and blood glucose. The sensor glucose measurement of 37.8 mg/dl prompted the suspension, although the sensor's low limit was 70 mg/dl. The blood glucose level associated with the triggered suspend event was 132 mg/dl, above the desired glucose differential. Troubleshooting was performed, and the customer reported a disparity between sensor glucose and blood glucose that was out of range after less than four days of usage. The customer was recommended to wait at least an hour before calibrating his blood glucose levels. The customer claims getting a "calibration not accepted" message. The customer input a new blood glucose level to calibrate, however, it was not accepted. The customer did not receive a "change sensor" alert. The customer was told to wait before attempting to calibrate again after getting a "calibration not accepted" message. No harm requiring medical intervention was reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.